Event description:
Error 17 and error 49 (battery charge and backup capacitor charging circuit). More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was not reviewed because it is not provided. The device was not returned to brézins for investigation. Based on the description of the event, several parts were removed and replaced on the device. However, the defective power supply board was received at brézins for investigation. Fv'investigator cross tested the power supply board with vp tester to verify the events. Following maintenance tests were carried out: _ test 8 for battery information. Test was not compliant. _ test 9 besides the lcd test, to check for errors 52 , 51. Test was compliant. _ test 21 for the backup capacitor and the 5v booster. Test was revealed a failure of the booster. Upon examining the board, the resistor r101 was found cracked, which resulted in a booster failure. Also, error 15 was noticed as well as error 49. Therefore, the reported events have been reproduced and is confirmed. All of these multiple errors and the cracking of the components show that the device was most likely mishandled. The reason for the failure seems to be a wrong handling of the device causing technical errors and component breakage. Note: based on the description of event, preventive maintenance was needed. In order to maintain the pump's performance, a preventive maintenance inspection must be carried out at least once every 3 years. This procedure, which includes changing the battery and the membrane, should be carried out by trained and qualified technical personnel. Only authorized personnel should attempt to repair the device. If these maintenance procedures are not observed, the pump's correct operation will be impaired. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.